Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronics assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that she went swimming with the insulin pump and the screen became foggy. The blood glucose reading was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.